Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: nonunion, c5-c6; c6-c7 disk herniation with right c7 radiculopathy. The patient underwent the following procedures:removal of c5-c6 anterior cervical plate; exploration/revision anterior cervical decompression at c5-c6 with removal of cage; insertion of interbody fixation device at c5-c6; anterior cervical fusion, c5-c6; c6-c7 anterior cervical decompression; c6-c7 anterior cervical fusion; c6-c7 insertion of interbody fixation device at c6-c7 for interbody fusion; c5, c6-c7 anterior spinal instrumentation with plate. As per operative notes, ¿this was filled with dbm bone. I used half of an extra-extra small cut into quarters. I used a quarter of an extra-small bmp soaked sponge on both surfaces of the implant. A 5 mm tall implant was then filled with dbm. Each of the surfaces was packed with a quarter of an extra extra-small bmp-soaked sponge this was placed into the disk space such that it was flush.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.